Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
On an unspecified date it was reported that a primary plumset had chemotherapy bubbling through the filter during infusion. There was patient involvement, however no adverse event, no unprotected chemotherapy exposure, no medical intervention, and no delay in critical therapy.

Manufacturer narrative:
Received two used samples for list # 140099290 ls prim plum set for evaluation on june 28, 2019. The complaint of leakage was confirmed on one of the two 140099290 ls prim plum set samples. The two 140099290 prim plum set samples were tested per product specification. One of the two 140099290 plum sets leaked from the inlet filter. Red dyed water was injected into the set to identify the type of filter leak and a small, centralized leak of red dyed water was found in the inlet filter vent. The reported complaint can be confirmed on one of the two samples. The cause of the observed leak was a pinhole in the filter vent material. Subsequent testing revealed that the leakage was typical of electrostatic discharge damage to the filter vent. The source of the electrostatic discharge build up is unknown. A device history review (DHR) was completed for lot 3864779 and no discrepancies or non-conformances were found that would have contributed to the reported complaint.